Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. There was no abnormality when connecting and operating according to the instruction manual. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that co2 was sent from the high flow insufflation unit; however, the pressure did not rise to the set abdominal tension of 10 mmhg. The flow rate was changed from 35 l / min to 45 l / min but the abdominal pressure failed to increase. In addition, there was no air leakage from the trocar or pneumoperitoneum tube. The event occurred during a therapeutic laparoscopic procedure and once the direction of the scope was changed, the abdominal pressure reached its set value to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the pressure issue could not be determined. Olympus will continue to monitor field performance for this device.